Event description:
End user was reportedly operating the motorized wheelchair over grass and gravel when the unit allegedly came to an unexpected stop causing the end user to fall out of the seat and damage a pin that had been inserted into his knee during a previous knee replacement. End user was not wearing a seat belt as advised in the owner's manual.

Manufacturer narrative:
No malfunction suspected, however, components are being returned for evaluation. End user was not exercising caution whle operating the motorized wheelchair over soft and/or uneven surfaces such as grass or gravel and by not using a seat belt, as advised in the owner's manual.